Event description:
Patient had a left 8 fr pigtail catheter placed. A few weeks later, physician #1 attempted to remove the pigtail catheter. Surgery was consulted. Physician #2 removed catheter. Approximately 30 minutes later, the child exhibited symptoms of shock and respiratory failure. The child was intubated, resuscitated and blood was evacuated with insertion of new chest tube. The child was taken to the operating room for exploratory thoractomy. Child is in stable condition after removal of a clot and repair of a lung injury. The child was returned to the nicu.